Event description:
The user facility reported that a 44-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed a purge leak. Blood was observed to be leaking from the red impella plug while the team was preparing to transfer the patient from the operating room table to the intensive care unit (ICU) bed for transport. The physician was notified of the risks associated with electronics and blood exposure and elected to utilize bone wax and tegaderm to seal the area of leakage. There were no plans to exchange pump. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Analysis of the data logs does not indicate any failure related to pump stop or optical signal caused by the blood in red handle. Based on the available information, the root cause of the product damage issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.